Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse shoulder replacement; dr. (B)(6), (B)(6) hospital, (B)(6) 2018. Surgeon doing delta xtend case drilling inferior glenoid screw hole & 2cm piece of the 2.5mm drill bit snapped off. Surgeon called in x-ray and located the broken drill bit and was able to retrieve it. New drill bit used to complete the case. A 15 minute delay to the procedure. No ae to patient. Patient initial (B)(6).

Manufacturer narrative:
The device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.